Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a resolution clip device was used during a procedure. According to the complainant, during the procedure, the clip was positioned to treat a bleed. The clip was extended out of the sheath but prematurely deployed and the clip fell into the patient. The clip was retrieved. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Additional information: the exact event date is unknown however, it has been reported that it occurred sometime in (B)(6) of 2010. A visual examination of the returned device found that the device was half deployed and there was a kink in the control wire. The clip assembly was not returned however, the yoke, which was still attached to the control wire, was actuated and deployed per design. The most probable root cause has been determined to be operational context as evident by the kink in the control wire. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a resolution clip device was used during a procedure. According to the complainant, during the procedure, the clip was positioned to treat a bleed. The clip was extended out of the sheath but prematurely deployed and the clip fell into the patient. The clip was retrieved. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.